Event description:
Boston scientific received information that this device and right ventricular (rv) lead caused a red alert to be declared due to high shock impedances greater than 125 ohms. The patient's physician is aware of the situation and no revision procedure will be performed that this time. The patient will be monitored closely as impedances have been high since implant. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the issue is still ongoing. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
--